Manufacturer narrative:
Event date updated to (B)(6) 2018. One additional resolute onyx was also implanted in the lad during the index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the 1st obtuse marginal. Approximately 28 days later, patient suffered from gastrointestinal bleed and was treated with blood transfusion. Investigator assessed the event was not related to the index device and causally related to the anti-platelet medication. Patient is recovering. Patient was taking dual anti-platelet within 24 hours of event.

Manufacturer narrative:
Cec adjudicated that the event was a barc type 3a. This was treated with a blood transfusion for melena. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated the event date to be (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The sponsor assessed the event was not related to the device and causally related to the anti-platelet medication. If information is provided in the future, a supplemental report will be issued.